Event description:
It was reported that the tip broke off the trial implant and became stuck in the implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation showed that the tip of the centering device was broken. The broken portion was still stuck in the trial implant and it was clearly visible that the thread was not completely screwed into the trial implant when it broke. The shaft was only screwed in until it was flush with the surface of the trial implant but was not screwed into the inside diameter. We could not determine why the screw was not completely screwed in.